Event description:
Product analysis was completed for the tablet device. An anomaly was found. The cause for the anomaly is associated with a broken wire connection in the tablet serial cable db9 hood assembly. Once the wire was soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing. The cause of the anomaly appears to be mechanical stress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's programming tablet was giving a message "unable to open port: the system cannot find the file specified" during interrogation of a demo generator. The usb cable was reseated in the usb connector and the problem did not resolve. The physician was provided a new programming tablet and the faulty tablet was received for analysis. Analysis is underway, but has not been completed to date.